Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate and static. In addition, it was reported that the cartridge leaked insulin. The customer's blood glucose level ranged from 120-200 mg/dl. Customer loaded a new cartridge to resolve the issue.